Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, after pushing the handle activation during use in patient of this fogarty corkscrew catheter , the latex cover ripped (complaint (B)(4)). Another device was used but the same issue occurred (complaint (B)(4)). There was no allegation of patient injury. The devices were available for evaluation.

Manufacturer narrative:
Added: d4 (expiration date), h4 (device manufacturer date), h5 (labeled for single use?) Updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (component code, type of investigation, investigation findings, investigation conclusion). The manufacturer references (B)(6) are related to report ID: 2015691-2024-00001 and report ID: 2015691-2024-00002 respectively. The catheter involved in this case ((B)(6)) was sent to our product evaluation laboratory for a full evaluation. As received, customer report of "latex cover ripped" was confirmed. Spiral cable was exposed through a tear of approximately 1 centimeter in length in the latex membrane. Edges of the torn region appeared to match up. There was no visible damage observed to the catheter body. It was able to move the thumb slide on the handle forwards and backwards and the membrane extended and contracted respectively. Further investigation was completed by the engineers in the manufacturing site. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. As part of the manufacturing process, visual inspection is performed to all catheters for general appearance, length of the tube, diameter of the bonding and spiral coil verification in closed position and a inspection of the functionality of the handler is performed activating it 3 consecutive times to verify the behavior of the coils, spiral and latex membrane integrity. Per edwards IFU " exposure to the atmosphere, handling during insertion, and plaque and other deposits within the blood vessel may cause latex membrane degradation." And " to minimize the risk of vessel or membrane damage, do not exceed the maximum recommended pull force.". Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect.